Event description:
It was reported that the patient this implantable pacemaker device has not felt well since implant. The device remains in service. Additional information was received indicating that the patient had pericardial effusion from device implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.